Event description:
Customer reported updating personal settings and experiencing a high blood glucose reading, though specific value was unknown. Customer administered a correction bolus using the pump and required no third-party assistance. Technical support helped the customer update the basal rate settings and advised checking with a healthcare professional whenever settings are adjusted, which the customer acknowledged.